Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. When the patient walked through the metal detector arches at the airport, the pump administered two insulin units by itself. No adverse event reported.